Event description:
It was reported that there had been an increase in pco2 and pa pressure in pt, which was most likely due to the tracking of the co2 through the subcutaneous tissue with absorption of the co2 through those tissue into the blood stream. The pco2 was noticed while the brances were being cut. The case had to be converted to open in order to complete the case. The subcutaneous emphysema resolved the next day. The pt was last reported to be in good condition.